Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial and ventricular sensing were occuring at the same time causing the ventricular sense not to be seen by the device. This caused the device to change modes. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.